Manufacturer narrative:
The reported complaint of missing presenting rhythm was confirmed. The reason that presenting rhythm was not rendered was that there was no r wave sensing event in the recording. No device malfunction was found.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited ventricular under-sensing. The icm was reprogrammed. The patient was in stable condition.